Event description:
It was reported to philips that the device would stop working. There was no patient involvement. The customer spoke with a philips remote service engineer (rse) and it was determined to be an aging cell. Upon conclusion of the evaluation, it was determined that this was a malfunction of a aging cell. The customer buys their own parts and will do the repair. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device would stop working. There was no patient involvement.